Event description:
The customer reported intermittent sample counts outside limits message errors involving the access 2 immunoassay system. The customer stated the last system check, performed one week prior to the event, passed within specifications. The customer noted one patient sample produced an elevated digoxin result at around the time of the error message but was uncertain if the result was erroneous. The customer sent the sample to a reference laboratory for additional testing and was advised to report any discrepant or erroneous results to beckman coulter. There has been no report of erroneous patient results reported from the customer. There was no report of patient injury or change in patient treatment associated with this event. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The instrument was not in operation.

Manufacturer narrative:
The field service engineer (fse) observed bubbles in the substrate heater caused by loose tubing fitting at the substrate bottle. The fse secured the fitting on the substrate bottle and resolved the issue. The fse verified substrate volume checks, system check, and quality control. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the loose substrate cap fitting. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).